Event description:
On 22-jan-2026, an FDA medwatch notification was received via email. A facility representative reported that a drill bit broke into two pieces in the patient¿s tissue during surgery. This issue was discovered during a repair of a torn right thigh quadriceps tendon and repair of the medial and lateral extensor retinaculum performed in (B)(6) 2025. Additional information was received on 29-jan-2026: the part and lot numbers of the involved device were unknown. The procedure occurred on (B)(6) 2025. During the procedure, the drill fractured into two pieces. The broken fragments were removed, and the surgical team confirmed that no additional fragments were retained after aligning the retrieved pieces and reviewing fluoroscopy images. The part number used to complete the case was unknown. No surgical delay occurred, and no additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.